Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient presented to the clinic on (B)(6) and has an electrode out of range, electrode 10 showing <(><<)>20000. The rep was able to obtain stimulation coverage not using electrode 10. The issue was resolved at that time. No further interventions are planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient was out of town, lost all their phone numbers and those who assist and help. In the last 3 weeks, he is thinking something has come loose. The patient was calling for help to connect with a manufacturing representative (rep) in tampa fl. No further complications were reported. No patient symptoms were reported.